Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarms on the device. The insulin pump was received with cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 586 mg/dl. Customer treated their high blood glucose with a manual injection.. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer received the no delivery alarm during basal delivery. Customer advised they changed out their set and removed the battery but the alarm recurred. Customer advised the alarm remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.